Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and "anaplastic large cell lymphoma associated with breast implant". Markers not provided.

Event description:
Healthcare professional reported for unknown side "presence of recurrent periprosthetic seroma. Subsequent investigations revealed anaplastic large cell lymphoma associated with breast implant. As this is a lymphoma confined to the periprosthetic region with uninjured pericapsular tissue, there is no need for medical therapy, as per haematological consultation." No histopathological biomarkers have been provided. The device has been explanted.